Event description:
During initial fusion surgery on (B)(6) 2008, the closure top threads broke during final tightening. Add'l info rec'd from the sales rep on (B)(6) 2008: the surgeon reported that as he backed out the closure top after something did not seem normal, the closure top threads broke off. All metal fragments were removed from the surgical site. The surgeon then placed the closure top on manually and was satisfied with its placement. Fluoroscopy at the end of the surgery showed no metal fragments in the surgical site.

Manufacturer narrative:
Eval is pending upon completed investigation of the product.